Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not let go of the clip when the surgeon attempted to apply it. Upon inspection, the tip of the instrument appeared to be bent. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred when the doctor went to clip the cystic duct. The instrument was in the patient and didn¿t fire properly when the doctor went to apply the clip when attempting to clamp the cystic duct. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement or unexpected motion of clip applier while attempting to clip. The issue was not related to clip opening after closure of the clip. The clip stuck in the end of the tip and wouldn¿t clip together. This was the first attempt at using the clip applier. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. Green medium/large clips. A new clip applier was used.

Event description:
Refer to h11 for follow-up information.